Manufacturer narrative:
(B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Device was found in standby mode during a f/u. After device reinitialization, the battery impedance was at 7.14 kohm; reportedly, the battery impedance was at 0.46 kohm in (B)(6)2009.